Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak during bolus. Customer's blood glucose at time of incident was unknown. Customer stated the reservoir was used. The customer stated the leak is at the back of the reservoir. The customer was explained how to filled the reservoir. The customer agreed to return the reservoir back and we will send 2 t-packs of reservoirs.